Event description:
It was reported a revision surgery due to dislocation of the liner. The patient had a primary surgery and the doctors noted that "when moving very heavy person from surgery table they heard a pop". The next day it was discovered that the liner had dislocated.

Manufacturer narrative:
Add'l info.

Event description:
It was reported a revision surgery due to dislocation of the left hip.

Manufacturer narrative:
The associated devices were returned and evaluated. A lab analysis was performed for the purpose of this investigation was to evaluate the returned components. No destructive analysis was conducted. The returned components are shown in. Plastic deformation, possibly created by femoral neck impingement, was observed on the superior face of the outer liner; rotation of the inner shell was restricted in the deformed region. Deformation/damage was observed on/around some of the antirotation tabs; this damage may have been created during revision surgery. Reported dislocation may have been cause by excessive forces resulting from impingement between the returned device and femoral neck. A clinical evaluation was conducted and the root cause of the revision is due to the patient multiple dislocations. The patient¿s multiple dislocations can likely be attributed to her multiple falls, as her pre-revision x-rays indicated that the prosthesis was well positioned with no evidence of loosening. The intraoperative finding of ¿dead tissue¿ during the revision is likely a result of the ongoing psoas abscess and infection. The root cause of the infection and abscess cannot be concluded. The patient impact beyond the revision and post-operative healing/pain cannot be determined. It was reported that the patient was doing well at last office visit. No further clinical assessment is warranted at this time. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
It was reported a revision surgery due to dislocation of the left hip. The only part returned for evaluation was the r3 constrained liner. This case has been re-opened due to additional information received. The additional parts are the oxonium femoral head, the acetabular shell and the emperion stem which were not returned. A clinical analysis noted that the root cause of the revision is due to the patient¿s multiple dislocations, which can likely be attributed to her multiple falls. The pre-revision x-rays indicated that the prosthesis was well positioned with no evidence of loosening. The intraoperative finding of ¿dead tissue¿ during the revision is likely a result of the ongoing psoas abscess and infection. The root cause of the infection and abscess cannot be concluded. The patient impact beyond the revision and post-operative healing/pain cannot be determined. It was reported that the patient was doing well at last office visit. No further clinical assessment is warranted at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit cannot be issued for these devices.